Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to be clean and the device was received with both the slides in their initial positions. On functional testing, it was noted that the top slide was noted to be locked into place but the top slide popped without pressing the trigger (i.e self activating). Upon disassembly, it was noted that the right bumper was noted to be bent and not seated in correct position. Therefore, the investigation for the identified self-activation is confirmed as the device self activated during the functional testing. However, the investigation for the reported failure to fire is kept as inconclusive as the identified issue may contributed to the reported issue. A definitive root cause for the alleged failure to fire and the identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2025) .

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.